Event description:
It was reported that one day post implant, a chest x-ray revealed that the atrial lead dislodged and was in the right ventricle. The atrial lead was repositioned. One day post lead revision, the atrial lead was explanted and replaced. During the atrial lead replacement procedure, the replacement lead would not adhere to the atrium. The replacement lead was removed and a different atrial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 6935m implantable defib lead (B)(6) 2013; 4296 implantable pacing lead (B)(6) 2013. (B)(4).